Event description:
This manufacturer report is being sent as a requirement under summary reporting (B)(4) for product code otn. Submissions for product codes otp and pah can be found under manufacturer reports numbers 3005099803-2015-02495 and 3005099803-2015-02496.